Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing ongoing problems with the implant including pain and burning on sitting and walking, painful intercourse, inability to have intercourse, infection requiring antibiotics, pain and difficulty defecating and overall decrease in quality of life. The patient reported that she also experienced puncture of the urinary bladder intraoperatively. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 9/2/2019.